Event description:
It was reported that a large volume intermate had a black mark on its filter. This was found before use, during compounding. The device was filled with an unknown antibiotic and saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 14f003 was manufactured from june 05, 2014 to june 06, 2014. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.